Event description:
It was reported that the physician was attempting to treat a proximal diagonal branch lesion exhibiting 90% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. During the procedure, it was reported the device was implanted. It was noted that the device was implanted approximately 6 weeks past its use by date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.